Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device was received at hq. Letter received with explantation report says that the patient had no hearing/ speech perception with the device. This started 10 months ago.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Explanted device was received at hq. Letter received with explantation report says that the patient had no hearing/ speech perception with the device. This started 10 months ago. In situ measurements reportedly showed 8-9 channels with high impedance. Imaging showed the electrode to be fully inserted in the cochlea. The patient was re-implanted on (B)(6) 2017. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.